Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lv lead was capped due to not optimally positioned. On chest x-ray it appears to be straddling the septum with little or no separation from the rv lead. Attempts to reposition were unsuccessful due to anatomy. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.